Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for three days due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of 468 mg/dl. The customer experienced vomiting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated at hospital with intravenous insulin and fluids. The customer was treated by bolus. Customer reported that they have contacted their health care professional regarding high blood glucose. Troubleshooting was declined for high blood glucose. It was unknown whether the customer using auto mode feature at the time of incident. Customer reported transmitter not working. The insulin pump will not be returned for analysis.